Event description:
Home patient (hp) contacted the baxter technical service center stating abdominal discomfort in dwell 1. Technical service representative (tsr) placed the hp into a manual drain over the phone. Drain volume=2902ml. Hp stated they drained 296ml in the initial drain and received an alarm. Hp stated they bypassed the initial drain. Tsr explained the proper procedure for bypassing. Tsr placed the hp back into fill 2. Despite numerous attempts by baxter to contact patient, no contact made. Subsequently, no further information available at this time.